Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The reason for call was the caller reported the patient broke their tailbone about 3 weeks ago (caller stated on (B)(6) 2025) and at first the patient was fine but then since last week, the patient has been in excruciating pain running down their leg like they were giving birth and no one could figure out why it was. The caller stated the patient felt the pain first in their foot, then their calf and in then also in their leg. Caller stated the patient had a high tolerance for pain and that the pain had gone from being tolerable to unbelievable. The patient was screaming and the caller wanted to know if the stimulator could have moved and caused the pain. Patient services reviewed device description/function with the caller and redirected the caller to follow up with a managing health care provider to further address the issue and to check the implanted system. The healthcare provider that managed the patient's device had retired and the patient hadn't had the device checked in years and they didn't even know if it was still functioning. Patient services reviewed battery longevity considerations with the caller and offered to send the caller physician listings to have the implant checked, but the caller already stated they'd gotten physician listings so they were going to try to reach out to an hcp but they also might just go to the ER to have an x-ray done to see if the device was out of place. Caller might have the technicians looking at the x-ray call technical services for more information about expected device placement. Caller stated that made so much sense that the device was causing the issue. Caller stated they hadn't even thought of it but their neighbor had mentioned to them "what if it is the device?" And that was why the caller called medtronic. Documented reported event. No further action was taken by patient services. Additional information was received from a healthcare professional (hcp) on 2025-apr-04. The hcp reported that the patient fell and broke their tail bone about a month ago, the pain associated with that had not subsided since that time. The patient started having pain at the ins pocket site yesterday. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent transferred the caller to nas to page a rep. Additional information was received from the patient's daughter. They reported that the patient is at a medical center and needs an MRI. Caller said a company representative came last friday to check the device and caller was there at the same time. Caller said that the representative noted that the device wasn't on however doesn't know what else the representative did. Caller said was notified this morning that patient is scheduled for an MRI today and wanted status of device, however caller said doesn't know exactly, so caller was redirected to contact the company. An e-mail was sent to local field staff with request to follow up with caller.